Event description:
Patient was revised to address considerable swelling in hip. Massive blood and tissue were removed. Ion level was 16. No metal found in tissue by lab. Severe tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No new information that would change the exsisting MDR decision. Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 08/22/2012- clinical reports indicates doi. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2004. Per the reporting by the depuy clinical team; only patient demographics and radiographic reviews were available. It is only stated that a femur ap view on (B)(4) 2010 was normal. This additional information did not identify a root cause or a need for corrective action. **update** 02/12/2013 - x-rays were received. The complaint was re-opened. X-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 2/12/2013- patient's medical records were received. Records indicate the patient experienced increased metal ion levels. No new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: patient's medical records were received. Records indicate the patient experienced increased metal ion levels.

Manufacturer narrative:
Per the reporting by the depuy clinical team; only patient demographics and radiographic reviews were available. It is only stated that a femur ap view on (B)(6) 2010 was normal. This additional information did not identify a root cause or a need for corrective action. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.